Event description:
It was reported the device was shocking the pt. The dr turned off the device; the tremor is absent. The pt planned to see a neurologist in july. An x-ray was taken. A radiologist confirmed there were no breaks in the leads.